Event description:
It was reported that patient presented for scheduled leadless pacemaker (lp) implant procedure. After two attempts at screwing in the lp device, the atrial device showed unstable current of injury (coi), pacing threshold, and high pacing impedance. The device was removed and an unremovable piece of tissue was observed attached to the inner helix of lp. The lp was not used and replaced with new lp. There were no patient consequences.

Manufacturer narrative:
Correction: d4, serial number and primary unique device identification (UDI) number have been corrected.

Manufacturer narrative:
Reported event of high impedance and capture issue were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted outer and inner helix length were within of specification. Further analysis performed pacing impedance measurements, and output verification which showed normal device characteristics without any anomalies contributing to reported event of high impedance and capture issue. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.